Event description:
It was reported that the sheath, close to the tip hole, was compromised. Further, no delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.